Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to physical damage to the motor and a missing motor slide. The functional testing could not be completed due to the physical damage. The insulin pump had a cracked reservoir tube lip, scratched display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 138 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.